Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. The reported treatment of surgical intervention appears to be relation to operational context of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a lesion in the left main coronary artery with mild calcification and where a previously implanted, unspecified stent, was located. The 4.0x8mm xience skypoint stent was deployed to overlap the implanted stent; however, the overlap was missed by 1mm. The implanted stent remained within the target lesion and not in health tissue. Post-dilation was performed with an unspecified 4.5x08 non-compliant balloon without issue. Intravascular ultrasound (ivus) was then used, noting that the stent had migrated over the top of the guiding catheter and into the femoral artery where it remained. An unspecified stent was implanted in the target lesion. Additional hospitalization occurred for vascular surgery to remove the migrated stent by cut down. There were no adverse patient sequela. No additional information was provided.